Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms were detected on the competitor's right atrial lead by this device. The patient was seen in clinic the following day, and normal lead diagnostics including within range pacing impedances were noted. The physician will continue to monitor the device and lead with no remedial action taken at this time. No adverse patient effects were reported.

Event description:
Additional information was received that in addition to the high pacing impedance allegations, a low pacing impedance measurement less than 200 ohms and decreased p wave amplitude was noted on the competitor right atrial lead. Additionally, lead noise was oversensed by this device leading to inappropriate atrial tachy responses. No remedial action or adverse patient effects have been reported.

Event description:
Additional information was received that in addition to the ongoing previous allegations on the right atrial lead associated with this device, loss of capture was now noted due to high pacing thresholds. A follow up will likely take place in the near future to further assess the lead and this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was recieved indicating this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.